Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 51mm diameter and 96 mm in length abdominal aortic aneurysm. The proximal neck was 18 mm in diameter and 19 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 9 mm in diameter. The right internal iliac artery measured 12 mm in diameter and the left internal iliac artery measured 12 mm in diameter. It was reported that the right main body was deployed to the contra limb. When the wire was inserted from left femoral artery with contralateral cannulation, it was unable to move forward. Angiography was done and a dissection was found. The wire was inserted from left brachial and was approached to the true lumen with pull-though technique. After that, there were no further issues noted. The dissection site was covered with a stent graft. At the completion of the case a type IV endoleak noted. No additional clinical sequelae were reported. The patient will be monitored by their physician . Physician¿s comments: a partial common iliac artery has calcification which would be dissected by wire. It was not related to device failure of endurant, but to procedure.

Manufacturer narrative:
(B)(4). Results: arterial dissection. Anatomy related; calcification in the external iliac artery. Guide wire. Conclusion: anatomy related; calcification in the external iliac artery. Arterial dissection. Guide wire.